Event description:
IV tubing containing ifosfamide with mesna found to be leaking at the spiros's connection. Immediately stopped infusion. Replaced existing spiros's (did not spin) with a new spiros's, spinner noted to be functional. Resumed infusion, IV tubing still leaking. Removed IV tubing. Cleaned up area using chemotherapy spill kit. Patient noted to have a few drops of IV fluid on his hands, pajamas and his bed. Patient had a shower to cleanse skin thoroughly. Discarded linens and clothing in chemo spill kit bag. Patient stable, no effect on patient. Approximately 27 mls of IV fluid leaked (20 mls ns prime volume + 7 mls ifosfamide with mesna). Physician and pharmacist notified. New infusion hung.